Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent lavh, right salpingo-oophorectomy, reduction of enterocele and anterior repair due to symptomatic pelvic relaxation, sui, ovarian cyst enlarged, uterine prolapse and enterocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and other non specific outcomes. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced nocturia, urge incontinence and hematuria.